Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a scan result of 'lo' (reading <40 mg/dl) compared to a reading of 400 mg/dl obtained on another adc meter. Customer experienced headache and self-presented to a hospital. Customer further reported receiving unspecified treatment but refused to troubleshoot further. There was no report of death or permanent injury associated with this event.